Manufacturer narrative:
The device was received in backup mode with battery voltage having reached end of life in line with projected longevity. Evidence from the device image show there was a false eri triggered consistent with the device being in auto-capture and high output mode. After replacing the battery, the pacer was tested under field and nominal conditions and the results indicate normal functionality. The device projected longevity was calculated based on field settings to be 6.20 years implant duration was 7.30 years which exceeded projected longevity and it is considered normal battery depletion the field complaint of premature battery depletion was not confirmed.

Event description:
During follow-up, the device was found in backup mode and was unable to be interrogated. The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.